Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve in a patient with a bicuspid native valve and mild calcium, the patient was sized for a 29 mm valve with the annulus measuring 80.7 mm and the left ventricular outflow tract measuring 84.4 mm. Three deployments attempts were made; however, there was difficulty stabilizing the valve at an ideal implant depth. With each attempt, the valve dislodged towards the ventricle to a depth of 12 mm. The valve was withdrawn fromthe patient. Subsequently, a 34 mm valve was used and successfully deployed on the first attempt. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Continuation of d10: product ID l-evolutfx-2329 product lot number 0011843476, product ID evolutfx-29 product serial number (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.